Event description:
Reporter indicated that recent diagnostic testing "suggested the possibility of lead fracture or disruption." It was additionally noted that the patient is experiencing an exacerbation of his sleep apnea secondary to vns therapy, and that device disablement yielded an improvement with this apnea. Patient is currently scheduled for exploratory surgery with the possibility of replacing the lead. Good faith attempts for further information are currently being made.

Manufacturer narrative:
Device malfunction is suspected.